Event description:
It was reported that the customer's insulin pump is missing a piece around the reservoir opening. The customer states that the reservoir is moving. The customer also stated that they over bolused. Customer's blood glucose level at the time 268mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)